Event description:
Additional information was received from a consumer (con) and a healthcare professional (hcp). The patient stated that he did not know what they did during the replacement surgery on (B)(6) 2017 of the pump, and stated that he was numb from the waist down after replacement. Patient stated that the hcp dealt with that issue and patient started getting results back and feeling in his foot. The pump was cut back to 0.12 which did nothing. The patient had been in pain for 3 months. The patient stated that the installation where the pump was placed for positioning was "lousy" and the hcp put the pump on the waist line. The pump medication was going to be adjusted but had not been. The patient stated that the reserves in the pump were so low that the could not do the changes. Patient stated that he would have been on morphine and bupivacaine for 20 years this christmas ((B)(6) 2017) and felt that the hcp could not just stop and then not give the patient anything since he was released on (B)(6) 2017. They were controlling the patient's pain with ivs at the hospital and used 6 syringes. Patient stated he had called the infusion center 3 times and that the hcp was working on getting it started up and operational. The patient went to get his stitches removed on (B)(6) 2017 and they put a plastic adhesive over the incision and they sent patient over to the hospital immediately to get the pump increased. It was stated that the infusion center said if they did the prescription as it was written they would have overdosed the patient so they did not do anything with the patient's pump prescription. On (B)(6) 2017 the patient went with his wife to see the hcp again and only two infusion nurses were there, and between the two of them they still could not figure out how to increase the patient's pump medication so it would address the patient's pump needs. The hcp stated that he was in the process of faxing over an oral medication order the patient at his pharmacy and would call the patient back regarding this. On (B)(6) 2017 an hcp stated that they were preparing to do the system contents removal today.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-may-26. It was reported that there were complications with installation procedure of the pump that were not corrected until a later date. Per the patient, it was not even working. On (B)(6)2017 is when the patient finally got his new pump started, situated, and flushed etc. The patient wanted to know who was responsible for getting out the new information because the patient did not have the card that he was supposed to carry in his wallet; stating he had an ID card from 2005. Per the patient the pump was supposedly filled to capacity on (B)(6) 2017. On (B)(6) 2017, the patient had an adjustment and a refill. The adjustment was supposed to be an increase and the patient was told the pump would not require refilling until (B)(6) 2017. The patient was considering having this entire system removed from his body, because he was a little tired, it's not working, it's not controlling his pain and had gone through this long arduous procedure of problems with it, in one way or another. The patient stated that there needed to be some sort of end point physically; it's supposed to be a brand new unit and the patient was supposed to be getting a reasonable amount of relief and it was just not happening and the patient had no idea why. The patient stated he missed his last appointment with the physician as he was sick the entire time with intestinal problems.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-17. It was reported that the hcp totally disagreed with the statement that the pump was implanted at the waistline. Per the hcp the pump was not implanted at the waistline, as such no interventions were taken to resolve the issue. The patients weight was (B)(6) at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the pump that was implanted on (B)(6) 2017 never got operating until (B)(6) 2017. The patient stated they had him at once particular level and then they supposedly did an increase on (B)(6) 2017. Shortly after the patient went for another appointment between (B)(6) 2017. The patient missed a prior post surgical check up with the healthcare professional (hcp) because he had another medical exam scheduled. The patient saw a doctor's pa somewhere between (B)(6) 2017. At that appointment the patient told them at that time that the therapy did not seem to be doing an effective job. They sent him directly to the hospital for another increase and preprogramming that was supposed to automatically kick in on (B)(6) 2017. The patient stated the hcp told him they were implementing the 15% increase that day which would go for 14 days approximately and they would automatically increase it by another 15% on (B)(6) 2017. The patient stated he was not aware of this new feature and wanted clarification on it. The patient wanted to know if the pump was capable of automatically increasing the flow of medication once it was programmed. It was reviewed it could be that the hcp was running a bolus and then simple continuous mode started. The patient said the last time he spoke with the manufacturer they discussed having the pump removed. He had been on this therapy for 12 years and now questioned the long term effects on other organs. Per the patient, back in 2009 they did a stress test on his heart before they fused his spine. The patient was not aware of that test. This year the patient switched his primary hcp. The patient was now looking at that report and noticed it shows some sort of heart defect. The patient said he was born with the heart problem. The patient noticed this year (beginning of this year) the report from that test (B)(6) 2009 showed there was some thickening of one wall or both walls of his heart. The patient was also developing some sort of growth on his liver. The patient set up an appointment with his cardiologist and the report never got to him until this year. The patient also mentioned that he went through a bone scan recently, 4-6 weeks ago, and did not know if he was allowed to do it. The patient said he only knows when he woke up from transition from old pump to new on (B)(6) 2017 he could not feel anything from waist down. The pump was dialed down to 0.12 and it was not operating at 0.12 until he went back on (B)(6) 2017. They had to flush the pump, the catheter, and drain it down. Everything they had originally put in during the surgery. After it was completely flushed they refilled it and reset it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 30 mg/ml bupivacaine at a dose of 0.1995 mg/day and 60 mg/ml morphine at a dose of 0.399 mg/day via an implantable infusion pump for spinal pain. It was reported that after pump replacement the patient was "having symptoms of a spinal happening" so they put the pump at minimum rate. The hcp clarified that post implant operation, after the meds from surgery wore off the patient acted like he was becoming more sedated from the bupivacaine, like he was getting too much. To give context to the "like he was getting too much" the hcp clarified that it was found that the patient's old pump had not been used anywhere near what it was supposed to. No further complications were expected or anticipated.

Manufacturer narrative:
(B)(6) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6)2017. It was reported that the patient's current pump was working and was working well. Per the hcp there was no current problem with the patient's pump. The patient's pump was functioning at the set levels without any discrepancies. Per the hcp, the patient's causes were likely due to his perception of what mg/day he should be receiving through the pump. The new pump had resulted in him initially experiencing an overdose of medication despite an intra-op decision to decrease his pre-op setting by 70%. This decrease still led to an overdose with spinal anesthesia being experienced (bupivacaine <(>&<)> morphine sulfate). The hcp decreased the pump by an additional 29% (70 + 29 = 99%). The hcp was now gradually increasing the patient's intrathecal dose bi-weekly by 10-15% as long as the patient made himself available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.